Manufacturer narrative:
H3 other text: device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging spot on lungs, coughing, and shortness of breath. The patient is waiting diagnosis. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging spot on lungs, coughing, and shortness of breath. The patient is waiting diagnosis. Correction: after reassessing the complaints, the manufacturer has determined this event no longer serious injury. It has been corrected as product problem only.